Event description:
It was reported the actual residual volume (arv) was greater than the expected residual volume (erv). Specific values for the volumes were not provided. It was noted the patient went in for an appointment on 2014-(B)(6) and they got back all the drug that was put in at the last refill. The patient was in a lot of pain and ¿doesn¿t get around so good.¿ the patient has not heard her pump alarm recently. It was also reported the patient was told by the healthcare provider¿s (hcp) office that a manufacturer representative (rep) needed to be involved in what the issues were. The patient had not heard back from the hcp since the appointment. The pump was being used to deliver bupivacaine and morphine. The cause of the event, interventions or troubleshooting performed, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: hospitalization and intervention required should have been checked on MDR fu #1.

Event description:
Additional information was received from the patient on (B)(6) 2016 and it was reported that the pump failure ¿almost killed¿ her.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported that the patient was in the hospital 3 times because the pump failed her 3 times. Per the patient, it had no relation to refills or programming of the pump with these issues. The pump did not ¿put out anything¿ and all drug was aspirated from the reservoir when there was only supposed to be a small amount of drug left. Then according to the patient all of a sudden the pump "put out a lot of drug" and the patient overdosed. This occurred 3 times approximately 6 months ago, so the pump was turned off per the patient. The patient at first indicated the pump had not been refilled for 6 months but then later stated it had been refilled but "turned off". Per the patient, they had "been down" all this time since these issues occurred and is "still down". The patient was hurting all the time even since prior to getting the pump. The patient has been on "a lot of meds" but has been in even more pain since the pump issues. The patient stated they will have to have surgery again to replace the pump. The patient stated they only had morphine in the pump.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).